Manufacturer narrative:
(B)(4).

Event description:
Procedure: transplant. According to the reporter: doctor said staples fired but did not close. There were no "b" shape staples. To correct the product problem, surgeon had to use hemoclips and wax to control bleeding. There was unanticipated tissue loss as the artery was cut shorter than expected by 1 cm. There was tissue damage as the artery had puncture wounds from where the staples should have been. Blood loss was less than 500cc and surgical time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4)